Event description:
Additional information received indicated patient underwent surgical intervention where the ipg was replaced and reportedly therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated ipg was not placed in surgery mode prior to an unrelated procedure and unable to be reconnected.

Manufacturer narrative:
B3-date of event is estimated. Section a4: patient weight is unknown.

Event description:
It was reported that, following an unrelated surgery, where the ipg was placed in surgery mode and was unable to communicate with external devices and ipg was inoperable. Next course of action is undetermined at this time.